Manufacturer narrative:
The device was returned and the evaluation found that the air/water tube and jet-tube had foreign material. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, instrument/biopsy/suction channel/air/water channel/ auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm guidelines. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The water canal was sampled. The issue was found during preparation for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to correct d9. Please be advised that the initial device return receipt date of january 23, 2024, was inaccurate. The correct device return date has been corrected in d9, february 12, 2024. This report is being supplemented to provide additional information based on the legal manufacture¿s final investigation. The user reported that bacteria were detected from the subject device just after the device was returned from olympus repair. Therefore, there was no request for the user to provide information on reprocessing methods. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.